Manufacturer narrative:
One pump was returned for evaluation. The physical condition of the pump was noted to have a chipped and cracked top case. The results of the event history log were shown a check clutch and primary audible alarm post errors. The customer reported complaint was verified through occlusion testing. However, the primary audible alarm post error could not be verified. The root cause was determined to be the lead screw and spring of the clutch. Those were both then replaced. It was noted that this is attributable to normal wear and tear.

Event description:
It was reported that while using a medfusion® 3500 syringe pump it alerted "check clutch plunger lever". No report of any patient involvement.